Event description:
The customer reported inaccurate low readings on the pt's one touch basic meter. The customer reports experiencing symptoms of nervousness, headache and nausea. The pt's blood glucose was 196 mg/dl on the pt's meter. The customer felt this reading was too low for the way the customer was feeling and was transported to the ER, where the pt's blood glucose on a hospital meter was "around 400 mg/dl." The customer was treated with "pills and insulin" and released 3-4 hours later. The pt's doctor did not feel the customer needed to be admitted. The customer has never performed quality control tests on the meter.